Event description:
Smoke was observed emanating from the servo driver 16 amp, which was connected to the alinity I processing module. The instrument was offline, and after investigating, it was found that 4 16a drivers weren¿t synchronizing with the others, and the leds were red. The drivers that were on the old version were replaced with version 02. After connecting the instrument to the backplane, smoke started coming out of the drivers. The backplane board was replaced and the instrument communicated without any problems. No impact to patient management and no injury to the user was reported.

Manufacturer narrative:
Additional information section d10 - concomitant product the field service representative (fsr) inspected the instrument and found the backplane, 8 axis servo drive, service to be charring/burned. The fsr replaced the part which resolved the issue. Return testing was not completed as returns were not available, however a photo of the backplane, 8 axis servo drive confirms charring of the part. The instrument service history review for ai01584 revealed no additional issues of smoke and charring/burn related to the backplane, 8 axis servo drive reported. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the backplane, 8 axis servo drive did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial ai01584 or the backplane, 8 axis servo drive were identified.

Event description:
Smoke was observed emanating from the servo driver 16 amp, which was connected to the alinity I processing module. The instrument was offline, and after investigating, it was found that 4 16a drivers weren¿t synchronizing with the others, and the leds were red. The drivers that were on the old version were replaced with version 02. After connecting the instrument to the backplane, smoke started coming out of the drivers. The backplane board was replaced and the instrument communicated without any problems. No impact to patient management and no injury to the user was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone complete entry = +55()11972082288.